Event description:
It was reported that on (B)(6) 2010, the pt underwent stenting with two xience v stents to treat restenosis of a promus stent implanted in the heavily calcified left proximal circumflex artery. On (B)(6) 2010, the promus stent had re-stenosed again and was treated with a diagnostic coronary angiography and a non abbott drug eluting stent. The patient's condition resolved and was discharged on (B)(6) 2010. There was no adverse pt sequela. Though requested, no additional info was provided.

Manufacturer narrative:
(B)(4) indication for use. The promus stent indicated is being filed under a separate medwatch MFR number. Evaluation summary: angina, ischemia, and restenosis are known adverse events as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. Reportedly, the xience v stent was implanted to treat restenosis of a promus stent, it should be noted that the xience v IFU states, "the xience v everolimus eluting coronary stent system (xience v stent) is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions (length less than or equal to 28 mm) with reference vessel diameters of 2.5 mm to 4.25 mm." The IFU cautions, "the safety and effectiveness of the xience v stent have not been established for subject populations with in-stent restenosis." In this case, it cannot be determined whether the IFU deviation contributed to the reported pt effects. All stent delivery systems are subjected to a 100% visual inspection. In addition, a quality control audit inspection is used to verify the product quality.